Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs was missing the expiration date. The following information was provided by the initial reporter: material no:328466 batch no: unknown it was reported expiration date faded. Verbatim: rep from health clinic called stating they have one poly bag of insulin syringes with no expiration date on them. Stated the bag has a copyright date of 2007. Unable to find lot # - stated the bag has a number that is faded but rep is unable to read the number.

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the unknown batch number, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs was missing the expiration date. The following information was provided by the initial reporter: material no:328466 batch no: unknown. It was reported expiration date faded. (B)(6): rep from health clinic called stating they have one poly bag of insulin syringes with no expiration date on them. Stated the bag has a copyright date of 2007. Unable to find lot # - stated the bag has a number that is faded but rep is unable to read the number.